Event description:
During an incident on 08/12/2000 involving a female pt in cardiac arrest, the crew attempted to analyze the pt and the defibrillator displayed "service mandatory" on the screen. A second battery was installed and the unit still read "service mandatory" and was unable to shock the pt. Bls was continued and the pt was transported to a hospital. The unit was checked at the start of tour and new batteries were installed at that time.